Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power. It was reported that the threads on the battery compartment was stripped. It was reported that the cap was undamaged and was able to secure properly on to the pump. The reporter noted no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015 device evaluation: the pump has been returned and evaluated by product analysis on 06/01/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged power issue was verified in the black box and duplicated in the evaluation. Review of black box data found unexplained pump reboots. The threads on the battery cap and the battery compartment were found to be stripped. The cap was unable to fully secure onto the pump and the pump failed to power on. Using a test battery cap and the returned cartridge cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Pump casing was opened and no evidence of moisture intrusion or damages was found to the power circuit. Unrelated to the complaint, the display was found to have a pinkish contrast.